Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed noise oversensing causing pacing inhibition on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.